Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issue of flow rate slow/ occluded was confirmed upon inspection of the sample. Analysis of the sample showed a pinch on the tubing that could cause the flow rate to be obstructed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The manufacturing process was reviewed, and the pinch was found to occur at the station that makes up buffer to fill up the pallet of 4. The make-up buffer will lift the part to fill up the empty space in the pallet, and this movement occasionally will cause the pinch clamp to move from alignment. This pinch clamp movement will only happen for 22-gauge and 24-gauge extension tubes as the size of tube is smaller, rather than 18-gauge and 20-gauge. Once the pinch clamp moves from alignment, the placement of the part on the pallet will cause the pinch clamp to activate and pinch the extension tubing. The manufacturing team had found this issue and implemented changes on the make-up buffer machine. A holding jig was installed to ensure that the pinch clamp will not move from alignment during the transfer to the pallet. This action was completed after the complaint lot was produced.

Event description:
According to the customer report the extension tube was obstructed when nexiva was used.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing is obstructed. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report the extension tube was obstructed when nexiva was used.